Event description:
Caller reported an alarm 2 due to an occlusion event that occurred earlier in the day. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or result in a high reading on the cgm. The customer resolved the issue by changing the cartridge and resuming insulin delivery. Additional assistance was not necessary, and the case was closed by cts.